Event description:
The patient's knee was being revised due to poly wear.

Event description:
The patient's knee was being revised due to poly wear.

Manufacturer narrative:
An event regarding wear involving a triathlon insert was reported. The event was confirmed. Method & results: -device evaluation and results: photographic evidence suggests that such a wear pattern is consistent with instability between femoral and tibial component, especially in flexion. -medical records received and evaluation: review by a clinical consultant indicated that gross instability contributed to poly wear with posterolateral subluxation of the femoral component causing overload in the knee joint compartment with poly wear particles probably causing some osteolysis near the medial border of the femoral component. -device history review: review of the device history records indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a clinical consultant concluded that this pi case is not device-related. He suggested that gross instability, which contributed to the wear of the reported device, was caused by an adverse mix of patient-related and procedure-related factors, the nature of which can only be suspected due to the very limited amount of information available for review.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital retained device.